Event description:
The user facility reported the vitrectomy cutter was not cutting properly. There was no patient contact, but no impact to the patient.

Manufacturer narrative:
Evaluation completed. One collection cassette assembly with a 25ga vitrectomy cutter was returned wrapped in a bl5425w pack label from lot v1427. The tubing was wrapped around the collection cassette. The assembly was dirty with dried solution visible in the tubing and collection cassette. The vitrectomy cutter tip protector was not returned. The needle was bent. The port window was in the opened position. The back cap was aligned correctly with the vent hole in the side of the cutter body. Inspection of the connectors found no defects. A functional test was performed using a stellaris system. The inner needle does not reach the cutting edge and cannot cut. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. (B)(4).